Event description:
It was reported the customer had a motor error alarm that occurred after a no delivery alarm. Customer's blood glucose was 185 mg/dl. The customer's insulin pump passed the displacement test. The insulin pump also passed the fixed prime test. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.